Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the left anterior descending (lad) artery. Following pre-dilatation, a 2.75x20mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, the stent struts were deformed while crossing the lesion. The procedure was not completed due to this event. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with the device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple severe kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several inner and outer kinks across the length of the extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the left anterior descending (lad) artery. Following pre-dilatation, a 2.75x20mm promus element drug-eluting stent was advanced to treat the target lesion. However, the stent struts were deformed while crossing the lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.